Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance issue at this time. The right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. No indication of product return status was received; however, additional information has been requested.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance issue at this time. The right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. No indication of product return status was received; however, additional information has been requested. Additional information was received that the rv lead was noted to have increasing threshold measurements. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.